Event description:
Pt went into operating room for endo procedure. Upon arrival back to ICU, the IV pump that was running her levophed (at a high rate) started flashing and turned off. Luckily there was an extra pump in the room and I was able to quickly reprogram her high dose pressor into another pump. This was one of the old baxter pumps. Discussed with cn who discussed with house supv, no safety stop was recommended, cn took pump to place work order. Pt was not harmed but could have been if another pump had not been readily available. Pump had been plugged in, and the screen started flashing and then shut down, unable to press any buttons or turn on despite being plugged in. UDI - not recorded.